Manufacturer narrative:
The reported complaint of, "the customer was unable to properly install the lifeband (lot # unknown) to the autopulse platform (sn: (B)(4)), and when the lifeband was installed, it was loose and the clips did not stay-in-place," was confirmed during visual inspection and functional testing. The root cause was misalignment of the front and bottom enclosures, which resulted in the enlargement of the gap where the lifeband is installed. The likely cause of the misalignment was warping of the interior aluminum frame caused by broken screw fittings, which hold the aluminum frame in place, inside the top cover. This issue was likely caused by normal wear and tear and/or user mishandling. Autopulse platform is a reusable device and was manufactured in april 2011 and has exceeded its expected service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. Visual inspection of the returned platform revealed that in the front area of the top cover, the screw fittings, which hold the interior aluminum frame in place, were broken. This resulted in the front part of the top cover to be slightly bent (warped), which subsequently, resulted in the front and bottom enclosures not to be properly attached to the top cover. The improper alignment between the front and bottom enclosures resulted in the lifeband to become loose and fall out; confirming the customer's reported complaint. The lifeband used in the reported event was not returned to zoll for evaluation. The top cover will be replaced to remedy the issue. A review of the autopulse platform archive was performed, and no significant discrepancies were observed. The autopulse platform passed the initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules were functioning within the specification. During testing, multiple known good lifebands were installed in the autopulse platform, and it was observed that the lifebands were loose and did not remain in place; thus, confirming the reported complaint. Unrelated to the reported complaint, the backlight of the display flickered briefly when the platform was powered on, and it went dark afterward. The root cause of the issue was the defective processor board, most likely as a result of normal wear and tear. The defective processor board will be replaced to remedy the fault. Unrelated to the reported complaint, it was also noted that the drivetrain motor brake gap was too wide, out of the specification. The probable root cause for the observed issue was due to normal wear and tear. The brake gap will be adjusted within the specification to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the customer was unable to properly install the lifeband (lot # unknown) to the autopulse platform (sn: (B)(4)). When the lifeband was installed, it was loose and the clips did not stay-in-place during patient transport. As per the customer, the issue was observed with the autopulse platform during both shift checks and patient use, and different lifebands were tested. However, the same issue was observed. No error messages or fault codes observed on the platform. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2020-01103 for the lifeband (lot # unknown).